Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. After multiple inflations was performed with a 2.00x15mm balloon catheter, a 2.25x32mm synergy drug-eluting stent was advanced but failed to cross the lesion. A guide extension catheter was used and further dilation was performed again using a 2.25x15 balloon catheter. Then the stent was re-advanced but still could not cross the lesion. The stent was exchanged to a 2.25x16mm synergy drug-eluting stent and was advanced but also failed to cross the lesion. It was noted that in the process of advancing the catheter and forcing the stent to cross the lesion, the proximal portion of the catheter hypotube was broken into two pieces and were removed by hand. The event happened outside the patient's body and all aspects of the catheter were successfully retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient left the cath lab pain free.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. The hub of the device was not returned. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no hub attached to the device. There was a break in the hypotube 828mm proximal of the hypobond area and several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system as a result of trying to cross the lesion. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal left anterior descending artery. After multiple inflations was performed with a 2.00x15mm balloon catheter, a 2.25x32mm synergy drug-eluting stent was advanced but failed to cross the lesion. A guide extension catheter was used and further dilation was performed again using a 2.25x15 balloon catheter. Then the stent was re-advanced but still could not cross the lesion. The stent was exchanged to a 2.25x16mm synergy drug-eluting stent and was advanced but also failed to cross the lesion. It was noted that in the process of advancing the catheter and forcing the stent to cross the lesion, the proximal portion of the catheter hypotube was broken into two pieces and were removed by hand. The event happened outside the patient's body and all aspects of the catheter were successfully retrieved. The procedure was completed with another of the same device. No patient complications were reported and the patient left the cath lab pain free.